Event description:
It is reported that the shell was tried with liner 47/48/49, but not able to be seat in accordingly. As a solution the surgeon opened up a 48 mm shell.

Manufacturer narrative:
Info was received from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is complete.